Event description:
The caller reported that on (B)(6) 2010, a size 8perc tracheostomy tube was placed in the patient and on (B)(6) 2010, the respiratory therapist was doing routine suctioning and discovered that the ledge on the hub that the inner cannula hooks under was broken. The caller stated that there was no compromise with the patient and sats were stable and they were able to maintain ventilation. The caller states that the patient's inner cannula was being changed every 4-6 hrs or as needed. The patient was recannulated with another 8dct.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.